Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.

Event description:
Left hip revision due to pseudo capsul forming as discovered on x-ray. Cup remained implanted.

Manufacturer narrative:
An event regarding pseudocapsule (altr) involving a metal femoral head was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned, however an image was provided. The head was intact. Nothing else could be seen from the image provided. Medical records received and evaluation: a review of the limited medical information provided by a clinical consultant indicated that: "based upon the limited information available for review, no determination can be made regarding the cause of the described reported adverse event". Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pathology reports, return of device, serial x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Left hip revision due to pseudo capsule forming as discovered on x-ray. Cup remained implanted.